Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "dr chao was revising a xia 3 case. When he was removing a blocker from the pt's previous surgery he noticed a crack in the blocker as he was removing it. The blocker was replaced with a new one."